Manufacturer narrative:
Inspected one opened and used sensor and found needle separated from sensor base. Inspected insertion needle for burrs and hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that needle was broken prior to insertion and needle did not break inside the body.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was broken while insertion. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.